Event description:
As reported via the edwards clinical specialist, upon retrieval of the 25 fr edwards rf3 dilator the iliac artery was torn and was repaired with a stent. Per the case report, post serial dilation was performed with the retroflex dilators, using sizes 16fr, 18fr, 20fr, 22fr, 23 fr and 25fr. The 25f dilator was stuck in the iliac and could not be manipulated. Upon retrieval, the external iliac was torn resulting in stent implantation. Bleeding was not resolved and patient went for fem/ fem bypass. The surgery was successful and the patient was recovering in the ICU.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. The IFU instructs the operator to dilate the vessel using the retroflex dilator kit by advancing and increasing the size of dilators over the guidewire until the appropriate diameter is reached. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths and dilators such as severe obstructive calcification or severe tortuosity. Per the edwards training manuals, pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, the patient had a reported access vessel size of 7.6 mm with mild calcification and tortuosity. The tavr procedure requires the placement of large bore devices and the placement of sheaths and dilators in these vessels have the potential to result in vascular complications. It is likely that the combination of patient factors, and the insertion of a large diameter dilator, caused or contributed to the reported vessel damage. No further actions are required at this time.